Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) / device in wall of uterus/migration of essure device- location of device: in wall of uterus/ coiled piece of wire is identified in the opened fundus extending from the left cornu region into the myometrium'), fallopian tube perforation ('perforation (fallopian tube(s)'), device dislocation ('second coil was missing'), device breakage ('coiled piece of wire is identified in the opened fundus') and menorrhagia ('heavy menstrual bleeding') in a 33-year-old female patient who had essure (batch no. D13385) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 5 (on(B)(6) 2008, (B)(6) 2010, (B)(6) 2011, (B)(6) 2013 and (B)(6) 2015), mitral valve prolapse, irritable bowel syndrome, hypothyroidism, uti, migraine, hypothyroidism, pelvic congestion syndrome, chronic cholecystitis, hypothyroidism, choledocholithiasis and ovarian cyst. No any allege that essure caused birth defects on (B)(6) 2016,also provide the date on which received results ,that her fallopian tubes were completely blocked. Previously administered products included for pregnancy prevention: camilla from august 2015 to october 2015 and camilla from june 2013 to december 2014. Concurrent conditions included tubal ligation, abdominal bloating, flank pain, hypokalemia, mitral valve prolapse, status migrainosus, tinnitus, abdominal bloating, uterine prolapse, nickel sensitivity, bloating, dysuria and pelvic congestion. Concomitant products included levothyroxine for hypothyroidism as well as butalbital;caffeine;paracetamol (fioricet), hydrocodone, ibuprofen, ketorolac, omeprazole, oxycodone, paracetamol (acetaminophen) and verapamil. In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia/(painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced cystitis ("infection bladder"), urinary tract infection ("utis (urinary tract infection)"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary disorder"), 5 months 5 days after insertion of essure. In (B)(6) 2016, the patient experienced migraine ("migraines worsened") and headache ("headaches"). In 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), anxiety ("anxious") and depression ("depressed"). The patient was treated with antibiotics and surgery (bilateral salpingectomy and total hysterectomy (uterus and cervix removed) and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, device breakage, menorrhagia, abdominal pain, anxiety, depression, bladder disorder, urinary tract disorder and headache outcome was unknown, the dyspareunia, cystitis, urinary tract infection and fatigue had resolved and the migraine was resolving. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, device breakage, device dislocation, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, urinary tract disorder, urinary tract infection and uterine perforation to be related to essure. The reporter commented: over the next several months, she had sought treatment on multiple occasions for symptoms of heavy menstrual bleeding, abdominal pain, and dyspareunia, among other symptoms. Because of the requirement to undergo full hysterectomy and bilateral salpingectomy with removal of the essure devices she has been left with serious injuries. Essure removal on (B)(6) 2016 and (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Computerised tomogram - on an unknown date: results: described mild dilatation of the left ovarian vein. Hysterosalpingogram - on (B)(6) 2016: results: total bilateral occlusion. Pathology test - on (B)(6) 2016: 1. Bilateral fallopian tubes: - two fragments of complete cross sections of fallopian tubes! No pathologic abnormality. 2. Soft tissue, peritoneum, biopsy: - benign encapsulated necrotic tissue. - negative for atypia and malignancy.. Urinary system x-ray - on (B)(6) 2016: the coil to still present in the pelvis. The essure seems to be within the anterior myometrium. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: migraine, headache, pelvic pain, dyspareunia and cystitis ,abdominal pain . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-jun-2019: quality-safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) / device in wall of uterus/migration of essure device- location of device: in wall of uterus/ coiled piece of wire is identified in the opened fundus extending from the left cornu region into the myometrium'), fallopian tube perforation ('perforation (fallopian tube(s)'), device dislocation ('second coil was missing'), device breakage ('coiled piece of wire is identified in the opened fundus') and menorrhagia ('heavy menstrual bleeding') in a 33-year-old female patient who had essure (batch no. D13385) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included ibuprofen. The patient's medical history included multi gravida, parity 5 (on (B)(6) 2008, (B)(6) 2010, (B)(6) 2011, (B)(6) 2013 and (B)(6) 2015), mitral valve prolapse, irritable bowel syndrome, hypothyroidism, uti, migraine, hypothyroidism, pelvic congestion syndrome, chronic cholecystitis, hypothyroidism, choledocholithiasis and ovarian cyst. No any allege that essure caused birth defects *on (B)(6) 2016,also provide the date on which received results ,that her fallopian tubes were completely blocked. Previously administered products included for pregnancy prevention: camilla from august 2015 to october 2015 and camilla from june 2013 to december 2014. Concurrent conditions included tubal ligation, abdominal bloating, flank pain, hypokalemia, mitral valve prolapse, status migrainosus, tinnitus, abdominal bloating, uterine prolapse, nickel sensitivity, bloating, dysuria and pelvic congestion. Concomitant products included levothyroxine for hypothyroidism as well as butalbital;caffeine;paracetamol (fioricet), hydrocodone, ketorolac, omeprazole, oxycodone, paracetamol (acetaminophen) and verapamil. On an unknown date, the patient started ibuprofen 800 mg at an unspecified frequency. In october 2015, the patient experienced dyspareunia ("dyspareunia/(painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced cystitis ("infection bladder"), urinary tract infection ("utis (urinary tract infection)"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary disorder"), 5 months 5 days after insertion of essure. In june 2016, the patient experienced migraine ("migraines worsened") and headache ("headaches"). In 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), anxiety ("anxious") and depression ("depressed"). The patient was treated with antibiotics and surgery (bilateral salpingectomy and total hysterectomy (uterus and cervix removed) and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, device breakage, menorrhagia, abdominal pain, anxiety, depression, bladder disorder, urinary tract disorder and headache outcome was unknown, the dyspareunia, cystitis, urinary tract infection and fatigue had resolved and the migraine was resolving. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, device breakage, device dislocation, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, urinary tract disorder, urinary tract infection and uterine perforation to be related to essure. The reporter commented: over the next several months, she had sought treatment on multiple occasions for symptoms of heavy menstrual bleeding, abdominal pain, and dyspareunia, among other symptoms. Because of the requirement to undergo full hysterectomy and bilateral salpingectomy with removal of the essure devices she has been left with serious injuries. Essure removal on (B)(6) 2016 and (B)(6) 2016 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Computerised tomogram - on an unknown date: results: described mild dilatation of the left ovarian vein. Hysterosalpingogram - on (B)(6) 2016: results: total bilateral occlusion. Pathology test - on (B)(6) 2016: 1. Bilateral fallopian tubes: - two fragments of complete cross sections of fallopian tubes! No pathologic abnormality. 2. Soft tissue, peritoneum, biopsy: - benign encapsulated necrotic tissue. - negative for atypia and malignancy.. Urinary system x-ray - on (B)(6) 2016: the coil to still present in the pelvis. The essure seems to be within the anterior myometrium. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: migraine, headache, pelvic pain, dyspareunia and cystitis ,abdominal pain most recent follow-up information incorporated above includes: on (B)(6) 2019: medical records- event coiled piece of wire is identified in the opened fundus was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coiled piece of wire is identified in the opened fundus'), uterine perforation ('perforation (uterus) / device in wall of uterus/migration of essure device- location of device: in wall of uterus/ coiled piece of wire is identified in the opened fundus extending from the left cornu region into the myometrium'), fallopian tube perforation ('perforation (fallopian tube(s)'), device dislocation ('second coil was missing') and menorrhagia ('heavy menstrual bleeding') in a 33-year-old female patient who had essure (batch no. D13385) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 5 (on (B)(6) 2008, (B)(6) 2010, (B)(6) 2011, (B)(6) 2013 and (B)(6) 2015), mitral valve prolapse, irritable bowel syndrome, hypothyroidism, uti, migraine, hypothyroidism, pelvic congestion syndrome, chronic cholecystitis, hypothyroidism, choledocholithiasis and ovarian cyst. No any allege that essure caused birth defects on (B)(6) 2016,also provide the date on which received results ,that her fallopian tubes were completely blocked. Previously administered products included for pregnancy prevention: camilla from (B)(6) 2015 to (B)(6) 2015 and camilla from (B)(6) 2013 to (B)(6) 2014. Concurrent conditions included tubal ligation, abdominal bloating, flank pain, hypokalemia, mitral valve prolapse, status migrainosus, tinnitus, abdominal bloating, uterine prolapse, nickel sensitivity, bloating, dysuria and pelvic congestion. Concomitant products included levothyroxine for hypothyroidism as well as butalbital;caffeine;paracetamol (fioricet), hydrocodone, ibuprofen, ketorolac, omeprazole, oxycodone, paracetamol (acetaminophen) and verapamil. In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia/(painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced cystitis ("infection bladder"), urinary tract infection ("utis (urinary tract infection)"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary disorder"), 5 months 5 days after insertion of essure. In (B)(6) 2016, the patient experienced migraine ("migraines worsened") and headache ("headaches"). In 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), anxiety ("anxious"), depression ("depressed"), ovarian cyst ("ovarian cyst"), pelvic congestion ("pelvic congestion") and urethritis noninfective ("urethra extremely inflamed"). The patient was treated with antibiotics and surgery (bilateral salpingectomy and total hysterectomy (uterus and cervix removed) and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, device dislocation, menorrhagia, abdominal pain, anxiety, depression, bladder disorder, urinary tract disorder, headache, ovarian cyst, pelvic congestion and urethritis noninfective outcome was unknown, the dyspareunia, cystitis, urinary tract infection and fatigue had resolved and the migraine was resolving. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, device breakage, device dislocation, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, ovarian cyst, pelvic congestion, urethritis noninfective, urinary tract disorder, urinary tract infection and uterine perforation to be related to essure. No further causality assessment were provided for the product. The reporter commented: over the next several months, she had sought treatment on multiple occasions for symptoms of heavy menstrual bleeding, abdominal pain, and dyspareunia, among other symptoms. Because of the requirement to undergo full hysterectomy and bilateral salpingectomy with removal of the essure devices she has been left with serious injuries. Essure removal on (B)(6) 2016 and (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Computerised tomogram - on an unknown date: results: described mild dilatation of the left ovarian vein. Hysterosalpingogram - on (B)(6) 2016: results: total bilateral occlusion. Pathology test - on (B)(6) 2016: 1. Bilateral fallopian tubes: - two fragments of complete cross sections of fallopian tubes! No pathologic abnormality. 2. Soft tissue, peritoneum, biopsy: - benign encapsulated necrotic tissue. - negative for atypia and malignancy. Urinary system x-ray - on (B)(6) 2016: the coil to still present in the pelvis. The essure seems to be within the anterior myometrium. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: migraine, headache, pelvic pain, dyspareunia and cystitis, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coiled piece of wire is identified in the opened fundus'), uterine perforation ('perforation (uterus) / device in wall of uterus/migration of essure device- location of device: in wall of uterus/ coiled piece of wire is identified in the opened fundus extending from the left cornu region into the myometrium'), fallopian tube perforation ('perforation (fallopian tube(s)'), device dislocation ('second coil was missing') and menorrhagia ('heavy menstrual bleeding') in a 33-year-old female patient who had essure (batch no. D13385) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 5 (on (B)(6) 2008, (B)(6) 2010, (B)(6) 2011, (B)(6) 2013 and (B)(6) 2015), mitral valve prolapse, irritable bowel syndrome, hypothyroidism, uti, migraine, hypothyroidism, pelvic congestion syndrome, chronic cholecystitis, hypothyroidism, choledocholithiasis and ovarian cyst. No any allege that essure caused birth defects. On (B)(6) 2016, also provide the date on which received results ,that her fallopian tubes were completely blocked. Previously administered products included for pregnancy prevention: camila from (B)(6) 2015 and camila from (B)(6) 2013 to (B)(6) 2014. Concurrent conditions included tubal ligation, abdominal bloating, flank pain, hypokalemia, mitral valve prolapse, status migrainosus, tinnitus, abdominal bloating, uterine prolapse, nickel sensitivity, bloating, dysuria and pelvic congestion. Concomitant products included levothyroxine for hypothyroidism as well as butalbital; caffeine; paracetamol (fioricet), hydrocodone, ibuprofen, ketorolac, omeprazole, oxycodone, paracetamol (acetaminophen) and verapamil. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia/(painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2016, the patient experienced cystitis ("infection bladder"), urinary tract infection ("utis (urinary tract infection)"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary disorder"), 5 months 5 days after insertion of essure. In (B)(6) 2016, the patient experienced migraine ("migraines worsened") and headache ("headaches"). In 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), anxiety ("anxious"), depression ("depressed"), ovarian cyst ("ovarian cyst"), pelvic congestion ("pelvic congestion") and urethritis noninfective ("urethra extremely inflamed"). The patient was treated with antibiotics and surgery (bilateral salpingectomy and total hysterectomy (uterus and cervix removed) and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, device dislocation, menorrhagia, abdominal pain, anxiety, depression, bladder disorder, urinary tract disorder, headache, ovarian cyst, pelvic congestion and urethritis noninfective outcome was unknown, the dyspareunia, cystitis, urinary tract infection and fatigue had resolved and the migraine was resolving. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, device breakage, device dislocation, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, ovarian cyst, pelvic congestion, urethritis noninfective, urinary tract disorder, urinary tract infection and uterine perforation to be related to essure. The reporter commented: over the next several months, she had sought treatment on multiple occasions for symptoms of heavy menstrual bleeding, abdominal pain, and dyspareunia, among other symptoms. Because of the requirement to undergo full hysterectomy and bilateral salpingectomy with removal of the essure devices she has been left with serious injuries. Essure removal on (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Computerised tomogram - on an unknown date: results: described mild dilatation of the left ovarian vein. Hysterosalpingogram - on (B)(6) 2016: results: total bilateral occlusion. Pathology test - on (B)(6) 2016: 1. Bilateral fallopian tubes: - two fragments of complete cross sections of fallopian tubes! No pathologic abnormality. 2. Soft tissue, peritoneum, biopsy: - benign encapsulated necrotic tissue. - negative for atypia and malignancy. Urinary system x-ray - on (B)(6) 2016: the coil to still present in the pelvis. The essure seems to be within the anterior myometrium. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: migraine, headache, pelvic pain, dyspareunia and cystitis, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020: pif received: events added: ovarian cyst, pelvic congestion, urethra extremely inflamed. Reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) / device in wall of uterus"), fallopian tube perforation ("perforation (fallopian tube(s)"), device dislocation ("second coil was missing") and menorrhagia ("heavy menstrual bleeding") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 5 (on (B)(6) 2008, (B)(6) 2010, (B)(6) 2011, (B)(6) 2013 and (B)(6) 2015), mitral valve prolapse, irritable bowel syndrome, hypothyroidism, uti and migraine. No any allege that essure caused birth defects. Previously administered products included for pregnancy prevention: camilla from (B)(6) 2015 to (B)(6) 2015 and camilla from 2013 to (B)(6) 2014. Concomitant products included levothyroxine for hypothyroidism as well as omeprazole and verapamil. In (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced cystitis ("infection bladder") and urinary tract infection ("utis (urinary tract infection)"). In 2016, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced migraine ("migraines worsened") and headache ("headaches"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia/(painful sexual intercourse)"), anxiety ("anxious"), depression ("depressed"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary disorder"). The patient was treated with antibiotics, surgery (bilateral salpingectomy and total hysterectomy (uterus and cervix removed)), surgery (bilateral salpingectomy and total hysterectomy (uterus and cervix removed)), surgery (bilateral salpingectomy and total hysterectomy (uterus and cervix removed)) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, menorrhagia, abdominal pain, anxiety, depression, bladder disorder, urinary tract disorder and headache outcome was unknown, the dyspareunia, cystitis, urinary tract infection and fatigue had resolved and the migraine was resolving. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, device dislocation, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, urinary tract disorder, urinary tract infection and uterine perforation to be related to essure. The reporter commented: over the next several months, she had sought treatment on multiple occasions for symptoms of heavy menstrual bleeding, abdominal pain, and dyspareunia, among other symptoms. Because of the requirement to undergo full hysterectomy and bilateral salpingectomy with removal of the essure devices she has been left with serious injuries. Essure removal on (B)(6) 2016 and (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion on (B)(6) 2016,also provide the date on which received results ,that her fallopian tubes were completely blocked. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet, patient demographic information, relevant history, lab data, essure stop date updated, new events infection bladder, urinary tract infection, bladder or urinary problems or changes, migraines worsened, headaches, pelvic pain, perforation (fallopian tube(s), fatigue, perforation (uterus) / device in wall of uterus and complications from essure removal procedure (second coil was missing) were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), menorrhagia ("heavy menstrual bleeding"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (undergo a full hysterectomy and bilateral salpingectomy with removal of the essure). Essure was removed in (B)(6) 2016. At the time of the report, the abdominal pain, dyspareunia, menorrhagia, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia and menorrhagia to be related to essure. The reporter commented: over the next several months, she had sought treatment on multiple occasions for symptoms of heavy menstrual bleeding, abdominal pain, and dyspareunia, among other symptoms. Because of the requirement to undergo full hysterectomy and bilateral salpingectomy with removal of the essure devices she has been left with serious injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed full occlusion and proper placement. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.